Event description:
It was reported an unscheduled vasoactive medication bolus was delivered to the patient. It was later stated that after the device delivered the vasoactive medication bolus, the device then experienced a channel error. Although requested, no further information was provided.

Manufacturer narrative:
Updated b3 - td (B)(6) 2020; b5

Manufacturer narrative:
Updated event.

Event description:
It was reported an unscheduled vasoactive medication bolus was delivered to the patient. It was later stated that after the device delivered the vasoactive medication bolus, the device then experienced a channel error. Although requested, no further information was provided.

Event description:
It was reported an unscheduled vasoactive medication bolus was delivered to the patient. It was later stated that after the device delivered the vasoactive medication bolus, the device then experienced a channel error. Although requested, no further information was provided. Received a copy of the customer's medwatch report from FDA which states, ¿nurse reports cardiac monitor alarm sounding for elevated blood pressure. Went into room to investigate and IV channel infusing norepinephrine blinking red and displaying channel error. Pt had been hypotensive previously and nurse believed IV pump may have bolused norepinephrine due to equipment error. IV pump "brain" (B)(4), IV pump channel (B)(4)".

Manufacturer narrative:
Medical problem codes on annex a grid. H3 other text : addition of h6 device problem codes.

Manufacturer narrative:
The customer¿s complaint of an unscheduled bolus was not confirmed or reproduced. Although the findings of channel malfunction was identified during log review, it was not reproduced during testing. Log analysis results: review of the pcu error log showed sensor broken low failure (241.4140.0) on the reported event date at 10:24 pm. Review of the pcu event log showed, while infusing guardrail drug norepinephrine (16 mg/250 ml; drugid= 751), the suspect device recorded two (2) instances of patient side occlusion before recording a channel malfunction at 10:24 pm. Inspection of the device showed no anomalies with the pumping mechanism. Inspection of the pressure sensors showed no anomalies. Testing showed the device was delivering IV fluids within specification. Lvp keypad recall affected. The root cause of the customer complaint of an unscheduled bolus was not identified. The proximate cause of the channel malfunction for sensor broken low failure shown in log review was believed to be an intermittent failure of the pressure sensor. The intermittent failure could be attributed to the lower pressure sensor voltage being slightly out of specification. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (01/11/2019). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/20/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported an unscheduled vasoactive medication bolus was delivered to the patient. It was later stated that after the device delivered the vasoactive medication bolus, the device then experienced a channel error. Although requested, no further information was provided. Received a copy of the customer's medwatch report from FDA which states, ¿nurse reports cardiac monitor alarm sounding for elevated blood pressure. Went into room to investigate and IV channel infusing norepinephrine blinking red and displaying channel error. Pt had been hypotensive previously and nurse believed IV pump may have bolused norepinephrine due to equipment error. IV pump "brain" (B)(4), IV pump channel (B)(4)."

Manufacturer narrative:
Updated b3, b5, d11, e4, g3 and regulatory agency ref. Number (mw5097125)

Event description:
It was reported an unscheduled vasoactive medication bolus was delivered to the patient. It was later stated that after the device delivered the vasoactive medication bolus, the device then experienced a channel error. Although requested, no further information was provided. Received a copy of the customer's medwatch report from FDA which states, ¿nurse reports cardiac monitor alarm sounding for elevated blood pressure. Went into room to investigate and IV channel infusing norepinephrine blinking red and displaying channel error. Pt had been hypotensive previously and nurse believed IV pump may have bolused norepinephrine due to equipment error. IV pump "brain" (B)(4), IV pump channel (B)(4)"

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an unscheduled bolus was delivered to the patient. Although requested, no further information was provided